Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient had two bowel breakthrough accidents on sunday, and another the following day. They also experienced a loss of stimulation sensation. Troubleshooting was not possible on the call, but it was reviewed that their ins may have reached end of service (eos). The patient stated that they were told that it would last 5 years, and it was reviewed that longevity was dependent on programming. The patient stated that they kept their amplitude around 3.5. It was recommended that they follow up with their healthcare professional if needed. Additional information was received from the patient on (B)(6) 2021. In response to the inquiry for if the cause of the loss of stimulation sensation had been determined and if so what most likely caused or contributed to this issue, the patient wrote ¿likely¿ above the yes option and circled both the written word ¿likely¿ and the word ¿yes,¿ and stated that the internal battery must be depleted. In response to the inquiry for what steps were or would be taken to resolve the issue, the patient stated that they had an appointment with their health care professional (hcp) on (B)(6) 2021 and then they would need a procedure to replace the battery after less than 4 years. On (B)(6) 2021, the patient sent another letter reply and said that ¿yes,¿ the cause of the loss of stimulation had been determined and in response to the inquiry for what steps had been taken to resolve the issue and if the issue had been resolved, the patient said ¿not yet,¿ and wrote ¿battery/device¿ and drew what looked like a triangle symbol next the words. No further complications were reported at this time.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that it was unknown to if the ins was at normal battery depletion. A replacement had been made and the issue is resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.